Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure, the atrial lead exhibited loss of capture and loss of sensing. The lead was not used and a new lead was implanted. No patient symptoms were reported. No additional information could be obtained.